Event description:
It is reported that a customer experienced high blood glucose of 598 mg/dl. The customer was getting ready to go to the hospital for 10 days. The customer stated that they were sick with a cold. The customer was informed that there could be many reasons for high blood glucose. The customer does not have a back-plan to revert to. However, her health care provider had given her a prescription for a back-up plan. The customer stated that she will call back to troubleshoot after she comes back from the pharmacy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.